Event description:
It was reported that upon interrogation, the device took an extended amount of time to retrieve episodes. During atrial capture testing, after temporarily programming the mode to aai, a message that the device was in emergency vvi settings was displayed. The device was successfully reprogrammed to its original settings. There were no adverse consequences to the patient.